Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 450 mg/dl and the sensor glucose was 250 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was treated with the insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer declined troubleshooting for high blood sugar. The insulin pump will not be returned for analysis and the sensor will be returned.